Manufacturer narrative:
The device was returned for evaluation. The evaluation showed that the shock cushion has moved forward; impeding the 6 inch transitional. The shock cushion was worn from routine use. The 6 inch transitional teeth were worn and needed to be replaced. Adjustment wrench has worn threads. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The reported compliant was confirmed from the evaluation. The issue was likely caused by wear and tear or improper handling of the device. The definite root cause could not be reliably determined. UDI # (B)(4).

Event description:
A customer reported that the gold handle of the a2101 mayfield ultra base unit was not locking properly. There was no known patient injury or surgery delay.